Manufacturer narrative:
It was reported by the hospital contact that the physician deployed the stent (enf452212/10582423) and when he went back thru the stent to capture the distal tip the stent jumped and moved up so it was not covering the aneurysm. Ended up delivering a 14 enterprise (details unknown) to cover the neck. Serious injury did not occur as a result of the event. Additional medical intervention was required to prevent injury. The patient¿s present condition is good. A prowler select plus microcatheter, microvention, target coils, and headhunter catheter (details unknown) were used for the procedure. The product will not be returned for analysis. The vessel had medium tortuosity. There were no damages noted on the stent after use. There was a delay in the case cause it required landing another stent so there is the delay. Based on the information, the event was not confirmed. The product was not returned for analysis; however procedural factors may have contributed to the event. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Therefore, no corrective actions will be taken at this time. (B)(4).

Manufacturer narrative:
The product will not be returned for analysis and additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: 14 enterprise (details unknown); prowler select plus microcatheter, microvention, target coils, and headhunter catheter (details unknown). (B)(4).

Event description:
It was reported by the hospital contact that the physician deployed the stent (enf452212/110582423) and when he went back thru the stent to capture the distal tip the stent jumped and moved up so it was not covering the aneurysm. Ended up delivering a 14 enterprise (details unknown) to cover the neck. Serious injury did not occur as a result of the event. Additional medical intervention was required to prevent injury. The patient's present condition is good. A prowler select plus microcatheter, microvention, target coils, and headhunter catheter (details unknown) were used for the procedure. The product will not be returned for analysis. The vessel had medium tortuosity. There were no damages noted on the stent after use. There was a delay in the case cause it required landing another stent, so there is the delay.